Event description:
It was reported "air in line defective". The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00030. The date of that submission was 2/20/2025.

Manufacturer narrative:
One device was received. During the visual inspection, the upstream occlusion (uso) seal was found to be separating from the chassis. During the functional testing, the customer reported complaint was confirmed. The device constantly detects air. The air in line detector was replaced. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.